Manufacturer narrative:
Device evaluation: the echo-hd-19-a device of lot number c1987898 involved in this complaint was returned for evaluation, open without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The below complaints are related to this complaint file: (B)(4) - needle was not visible under ultrasound during the procedure. (B)(4) - user error: puncture with no vision of needle under ultrasound during the procedure. This file (B)(4) will capture the sheath damage. The device related to this occurrence underwent a laboratory evaluation on 26 september 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following observations were made: distal end of needle examined, and no issue observed, needle examined and multiple bends observed, stylet removed from device with difficulty, stylet examined and no issues observed, stylet unable to be reinserted into device past kink below the sheath extender, distal end of stylet examined, and no issues observed, distal end of sheath examined and observed to be pierced, needle removed from device and kink below sheath extender observed. Sheath extender able to advance and retract with slight difficulty, needle handle unable to advance. A lab re-evaluation was done on 23 october 2023 and the below was observed: distal end of needle examined and dimpling observed. Clarification was requested from the customer to check if they had observed the multiple bends on the needle and the proximal kink below the sheath extender prior to returning the device. Clarification was also requested as to whether it was it the distal kink on the needle or it was the distal end of sheath that was observed to be pierced that the customer meant, but we received no answer from them, therefore we have completed the investigation without the information but if at any stage we receive an update we will re-open the file and update it accordingly. Customer also confirmed that the needle was not visible under ultrasound endo during the procedure. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c1987898 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c1987898. Instructions for use and/label: the notes section of the instructions for use, (ifu0050) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use " and "identify desired biopsy/injection site by endoscopic ultrasound". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force which could have been applied when trying to get the needle out of the scope, as stated that the user experienced difficulties whilst retracting the needle which could have potentially led to the damage observed on distal end of sheath. It is stated that the needle came out laterally from the sheath therefore it is possible that the customer could have experienced great difficulty retracting the needle and this would have caused the use of excessive force. Another possible root cause for the sheath damage could be attributed to the device being used in a flexed/twisted position as indicated in the additional information. The multiple bends observed on the needle and the proximal kink below the sheath extender could have occurred during the transport returns process as the device was not returned in its original packaging. The handle advancement difficulty/sheath extender retraction difficulty observed during lab evaluation is likely due to the proximal kink below the sheath extender. The bleeding that occurred will be captured under user error as there was puncture with no vision of the needle by endoscopic ultrasound confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer it was impossible to remove the needle from endoscopy during the puncture and the sheath was damaged. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a possible root cause could be attributed to excessive force which could have been applied when trying to get the needle out of the scope, as stated that the user experienced difficulties whilst retracting the needle which could have potentially led to the damage observed on distal end of sheath. It is stated that the needle came out laterally from the sheath therefore it is possible that the customer could have experienced great difficulty retracting the needle and this would have caused the use of excessive force. Another possible root cause for the sheath damage could be attributed to the device being used in a flexed/twisted position as indicated in the additional information. The multiple bends observed on the needle and the proximal kink below the sheath extender could have occurred during the transport returns process as the device was not returned in its original packaging. The handle advancement difficulty/sheath extender retraction difficulty observed during lab evaluation is likely due to the proximal kink below the sheath extender. The bleeding that occurred would be due to user error as there was puncture with no vision of the needle by endoscopic ultrasound. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
76-year-old patient treated for puncture of a pancreatic cyst under echoendoscope. Impossibility of removing the needle during the puncture outside endoscopy and the sheath is damaged (twisted). Clinical consequences: bleeding at the puncture site. "As per cc form": puncture of a pancreatic cyst for drainage. During the puncture no vision of the needle in endo echo. Needle came out of echo endoscope. On the table, the needle came out laterally from the sheath. Kinked needle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Bleeding at the puncture site.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. The annex e code, f code, a code, g code and c code were changed and the investigation were updated.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file. The annex e code, f code, a code, g code and c code were changed and the investigation notes were updated. Device evaluation 1 unit of lot c1987898 of echo-hd-19-a was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 september 2023 and a lab re-evaluation on 23 october 2023. A proximal needle kink below the sheath extender was observed. Stylet removed from device with difficulty and when re-inserted into device was unable to pass kink below sheath extender. Needle handle unable to advance. Needle removed from device, examined and multiple bends observed distal end of sheath observed to be pierced. Distal end of needle examined, and dimpling observed. Through the investigation it was established that the doctor did have visibility of the needle but during the puncture attempt he lost visibility of the needle and as a result removed the needle from the patient. It is very likely that the kink below the sheath extender would have led to difficulty advancing the needle from the sheath then resulted in the loss of visibility of the needle. As a result of the above (B)(4) (needle was not visible under ultrasound during the procedure - assessed as not reportable) and pr 413071 (user error: puncture with no vision of needle under ultrasound during the procedure) / MDR ref#3001845648-2023-00849 will be cancelled manufacturing records. Prior to distribution, all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c1987898 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed position as indicated in the additional information which could have caused the needle to kink below the sheath extender. This in turn would have led to difficulty advancing the needle from the sheath which may then have resulted in the loss of visibility of the needle by the user. It is possible during the loss of visibility may have led to the bleeding at the puncture site detailed in the complaint description. The kink below the sheath extender is also likely to have led to the difficulty advancing the needle handle observed during the lab evaluation. The difficulty retracting the needle into the sheath as indicated in the additional information may have led the distal tip of the sheath getting damaged and the multiple kinks on the needle also observed during the lab evaluation. Summary. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. Bleeding at the puncture site. Complaints of this nature will continue to be monitored for similar events.